Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a philips CPAP device. The manufacturer received information alleging that the patient passed away and his wife would like to stop receiving registration letters for the device. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.